Event description:
Na.

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a 71 year old female presented with atrial fibrillation in the cath lab. The patient had 5 samples run on multiple analyzers that displayed results of >1000.there was no other patient information or medication provided at the time of this report. Date and time act heparin (B)(6) 2013 9:10 138 10,000u (B)(6) 2013 9:57 259 (B)(6) 2013 10:22 >1000 8,000 u (B)(6) 2013 10:36 >1000 (B)(6) 2013 10:47 336 (B)(6) 2013 10:53 >1000 (B)(6) 2013 11:05 287 (B)(6) 2013 11:12 na 5,000u(B)(6) 2013 11:30 430 (B)(6) 2013 11:49 424 (B)(6) 2013 12:09 >1000 (B)(6) 2013 12:23 >1000 (B)(6) 2013 12:40 441 (B)(6) 2013 13:38 160 customer states that no different type or brand of heparin was being used, no heparinized syringes could have been mixed in with the plain syringes, and no new staff drawing samples or physicians. Based on the information at this time there were no injuries reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.